Manufacturer narrative:
Only the oxygen blending module board was returned to the manufacturer's quality assurance laboratory for evaluation.

Event description:
A ventilator's oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further evaluation. There was no report of patient harm or injury. During the evaluation at the manufacturer's quality assurance laboratory, the oxygen blending module board, oxygen sensor (u19) was out of tolerance.